Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's mom contacted animas alleging a blank screen issue with the pump. She reportedly replaced the battery 3 times and the pump did not power on. The pt's mom stated the pump was working earlier today. She denies dropping the pump and exposing the pump to moisture. The animas rep walked the pt's mom through troubleshooting the pump and noted that the battery cap was intact and secure and there were no cracks in the battery compartment. The pt's mom was advised to implement the pt's back up plan and to contact the pt's healthcare professional. A replacement pump was sent to the pt. There were no allegations of an adverse event associated with this complaint. This complaint is being reported due to the alleged power issue.